Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Visual analysis revealed grommet damage, and all setscrews found to be dis-engaged under grommets. When the setscrews were re-engaged, leads were fully inserted into all connector ports, all setscrews were tightened and retained their lead.

Event description:
It was reported that during implant attempt, the setscrew would not tighten and it was not making contact, so did not deliver pacing. The device was not implanted. No patient complications have been reported as a result of this event.